Event description:
It was reported that the patient experienced cardiac arrest interrupted with direct current shock. The ventricular lead exhibited high impedance and unacceptable thresholds. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.